Event description:
During elective tavr [transcatheter aortic valve replacement] procedure, pigtail was re-introduced in the lv [left ventricle] over the safari wire. Cardiologist could not advance the pigtail over the tail end of the safari wire (just before the wire makes its pigtail shape) and he was not able to pull the wire back with gentle pull. He tried to advance 5 fr jr-4 over the safari wire but still was not able to do so. The catheter would get stuck on the wire inside the lv just before the wire makes its pigtail shape and could not be advanced forward. The cardiologist decided to pull the catheter back and try another approach and that's when the wire got free from the lv. The team noticed a sudden change in hemodynamics right afterwards with significant hypotension. They immediately suspected tamponade and confirmed it with a limited echocardiogram. A pericardiocentesis was performed with 1100mls of blood pulled from the pericardium. The patient suffered a pea [pulseless electrical activity] arrest and required chest compressions and intubation. He then stabilized. A limited echo after showed no effusion and normal functioning of the bioprosthetic aortic valve. A pericardial drain was then sutured in place.